Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP. The manufacturer received information from the patient alleged visualization of particles. Medical intervention was not specified. The dreamstation auto CPAP was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that no visible foam particles. Additionally, device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.